Event description:
Patient reported right side "implant is deflated and points downward," "painful and starting to drop, looks smaller than the left, pain is sharp and uncomfortable," and "right breast is in a lot of pain." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported "right side is not deflated, exchange from textured to smooth breast implants due to the patient's concern with the product, and capsular contracture baker grade unknown, and tightness."

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified one curved opening, white particles in the device inner surface and crease folds. A microscopic analysis and leak test were performed which identified one curved, striated opening. Based on the device analysis the final assessment is: one striated opening in the side anterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are deflation, loss of volume due to deflation, pain, and device points downward. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "implant is deflated and points downward," "painful and starting to drop, looks smaller than the left, pain is sharp and uncomfortable," and "right breast is in a lot of pain." Device remains implanted.